Manufacturer narrative:
Follow-up #1 date of submission 08/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the last basal delivery was on (B)(6) 2014@09:25am, total daily dose adds up and equals the programmed basal target. The pump reflected 24u after a 24hr on 1u/hr basal program.¿advanced boluses¿ were performed correctly, the product delivers within specifications. The bolus history recorded boluses info at the correct time and order, the keypad is undamaged and fully responsive. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose >500 mg/dl with excessive thirst. Trouble shooting with customer technical support did not reveal any delivery issues but this complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.